Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6940 implantable pacing lead 2001 (B)(6); 6945 implantable defibrillator lead 2001 (B)(6). (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to pacing in the left ventricular (lv) lead. The lv was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced phrenic nerve stimulation due to pacing in the left ventricular (lv) lead. It was further reported that there was low sensing amplitude and far field r wave oversensing in the right atrial (ra) lead. The lv lead was explanted and replaced. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.